Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported, the center nut on the cross connector cross-threaded so center nut was replaced by another from a different cross connector.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Visual inspection of the returned cross connector set screw confirmed the reported event. The central set screw of the cross connector has damage along the leading edge of the thread. Due to the damaged threading of the central nut, a functional evaluation could not be performed.the set screw did not contain a lot number to identify the manufacturing record for review.the probable underlying root cause for the reported incident is accidental damage of the leading thread for the central set screw. The damage to the leading edge of the central screw threading prevents the set screw from properly engaging unto the coupler, as reported.